Event description:
A hosp risk manager reported that a 25 gauge trocar cannula was used during a vitrectomy procedure. The trocar was removed and at that time, it was noted that the trocar was broken and part of it was retained within the vitreous space. Add'l info has been requested multiple times, but no further info was provided.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. (B)(4).